Manufacturer narrative:
No device associated with this report was received for examination. The complaint has been confirmed based on a review of provided product and x-ray images. The lot code for the associated acetabular cup is not known. A worldwide complaint database search found no other reported incidents against the acetabular liner product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address a liner disassociation from the cup. The liner was noted to have been cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
An examination of the provided x-ray images it appears the cup is more vertical and with more anteversion than recommended by surgical technique. Provided photographs confirm it was revised.